Event description:
Contact reported that the head of screw broke off the shaft during insertion into the cervical plate. Body of the screw was left in vivo and the fragment removed from the site. There was no adverse outcome as a result of this situation.

Manufacturer narrative:
The breakage of the screw is likely related to the application of atypical force during insertion, however a definitive root cause cannot be determined at this time.

Manufacturer narrative:
Device not yet returned for evaluation. No conclusions can be made at this time.